Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands successfully deployed; however, when the scope was withdrawn, the suture detached and the ligator head fell inside the patient. The ligator head was then retrieved from the patient's mouth using the physician's fingers, and the procedure was completed with this device. Additionally, the physician noted that there was no visible damage on the device prior the procedure. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.